Event description:
The cordless driver was sent for evaluation due to overheating during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
It was noted during failure analysis that there were no problems found with the device. Overheating was not duplicated.